Manufacturer narrative:
E1. Initial reporter address 1: (B)(6).

Event description:
It was reported that the speed was unstable. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left coronary artery. A 1.50mm rotapro was selected for use. During the procedure, it was noted that the rotational speed was unstable ranging from 160,000rpm - 200,00rpm, the rotational speed felt to be faster than intended. The procedure was completed with another of the same device. There was no patient complications reported post procedure.